Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the patient side cart (psc) touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Review of logs confirmed the fault occurred in the field. During visual inspection, no issue was found that was related to the reported issue. The touchscreen was installed onto a golden system where the fault was triggered, intermittently hanging during startup, indicating fault on the touchscreen.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia ipom surgical procedure, customer was experiencing a non-recoverable fault on the patient side cart (psc). Prior to calling technical support, customer had power cycled the system but error persisted. Technical support engineer (tse) reviewed the logs and the error codes pointed towards the touchpad on the psc. Tse guided customer to hard power cycle the whole system but error persisted after starting up. The procedure was converted to another dv system with no reported injury.